Manufacturer narrative:
Ventec provided the reporter, a respiratory therapist, with additional resources as well as clinical support for the vocsn device. The device was not returned to ventec for evaluation. The cause of the reported issue could be determined.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. The reporter, a respiratory therapist (rt), was calling on behalf of a mother who had contacted her about the reported alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The mother had advised the rt that her son was trached, still on the vocsn and utilizing passive, heated w/o2 patient circuit. No further details about the patient or the event were provided. The rt was requesting additional resources from ventec on vocsn use and clinical support. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown". Additionally, the initial reporter did not provide the user facility information for the device, therefore initial reporter address (establishment name, address, state and zip code) are "unknown" or will be left blank.